Event description:
The customer had erratic bg's, low and high. The paramedics have treated them twice during the week, but they were never taken to the hospital. Troublshooting was performed. Pump passed the tests. The programming, insulin concentration, and bolus history were correct. Advised customer to try different areas on their body. Suggested customer calls md to discuss possible causes of low bgs.